Event description:
A hook scissors being used for hysteroscopy broke and some small metal piece of the jaw came off in the uterus. It is believed the pieces were irrigated out at the completion of the case. No metal fragments were recovered from the irrigant. There were no pt problems reported.